Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0x8e9, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that during a device follow up that a patient stated they could not go without the therapy, it was working well, but they did some heavy lifting and thought that might be the cause of them beginning to feel stimulation down their leg. The patient reported that it would occasionally make their toes curl. The patient was reprogrammed and stimulation changes were made prior to lead revision. Immediately after surgery the patient stated they did not feel stimulation down their leg any longer. The issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.